Event description:
The customer received a questionable total bilirubin special (tbil) result on their c501 analyzer. All testing was performed on the same analyzer. The patient's initial tbil result was 0.38 mg/dl and was reported outside the laboratory as 0.4 mg/dl. The patient's physician questioned the result and asked that it be repeated. The repeat result was 14.91 mg/dl accompanied by a data flag. The customer considered the repeat result to be correct and 14.9 mg/dl was issued as a corrected report. There were no adverse events. The tbil reagent lot number was 65389701 and the expiration date was 03/31/2013. The field service representative found that the sample probe needed to be replaced and aligned. He checked the clot detector and all the sample tubing. He checked the probe was washing correctly. He replaced the sample probe and performed sample probe alignment. He performed a precision test on tbil that passed.